Event description:
It was reported there was a loss of stimulation and therapeutic effect. The patient had fallen quite a few times in the past few months, the cause of the falls were unknown. Patient stated their first implant gave them great low-back pain relief, but the new one is not giving them any pain relief in the low back. There was a burning sensation in the patient's upper back. When the device was interrogated there were no impedance issues. Multiple reprogrammings were attempted but no stimulation or pain relief was attained in the low back. No interventions were known at the time. There was no indication that the health care provider would have x-rays done to check for lead migration. There was no injury or adverse event to the patient. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v004334, implanted: (B)(6) 2006. Product type: lead: product ID 377760, lot# v004334, implanted: (B)(6) 2006. Product type: lead: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).